Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. The blue receptacle showed a hairline fracture in the base that would have caused these errors to pop up. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues, which was resolved by using a new console. There was no patient involvement.